Event description:
74-yr-old male admitted for removal of malfunctioning penile prosthesis. This 74-yr-old, white male had penile implant about six yrs ago for impotence. Suddenly stopped working and he had swelling on the left side of scrotum. Dr first identified the pump on the left side and using cutting cautery, isolated the tubing going to the left corpus cavernosum. This pt has an obvious leak from there. Dr cut the tubing going to the reservoir and 60 cc of normal saline was applied to the tubing to the pump coming from the reservoir with a blunt needle. The pump was activated and there was a large leak distal to the attachment of tubing from reservoir. The actual leak was coming from the left sided implant. So, dr went ahead and isolated this pump and then isolated the tubings all the way down to the corpus cavernosum, first on the left side, then the right side. Corpus cavernosum was cut using cautery current using cutting, and the implants were identified. They were removed. Dr sent the cultures from the corpus from each side to make sure there is no infection. Then, irrigation of the corpus was done on each side with combination of kantrex and bacitracin. Dr measured the corpus cavernosum again on the right side. It was 22 compared to 20 last time, and 20 compared to 19 last time. So dr selected 18 cylinder attached to 3 cm extender on the right side and 2 cm extender on the left side. Using fallot's instrument dr inserted it. The needle came out superiorly and lateral to the meatus on both sides and after that inflated thes implants to make sure there was no kink. There was none. There was a tiny puncture wound at the tubing going to the left corpora implant.